Event description:
The advocate stated his son received a blood glucose reading of 90mg/dl on the breeze2, retested on a different meter and received a reading that varied by 40-50mg/dl. The specific reading was not provided. Depending on the actual reading, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. Only the meter information could be obtained. A new meter was sent to the customer.